Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient had lost weight and had some skin irritation at the pump site. The doctor suspected a possible infection. Surgical intervention was planned for (B)(6) 2021 and the issue was not yet considered resolved. The patient's weight was unknown, and the patient's status at the time of the report was alive - no injury.